Event description:
"3/27/2023 - patient had their capsule procedure done on (B)(6) and has not come back yet, customer is planning to send the patient for imagining. 4/24/2023 - we were notified that the patient will not answer calls from the clinic. 5/10/2023 - customer informed us that the patient has a history of being non-compliant. They have called her and sent her a letter. She has not responded. Since the customer is unsuccessful to reach the patient after multiple attempts, this complaint was closed and will be re-opened if any further information is received."

Manufacturer narrative:
3/27/2023 - patient had their capsule procedure done on (B)(6) and has not come back yet, customer is planning to send the patient for imagining. 4/24/2023 - we were notified that the patient will not answer calls from the clinic. 5/10/2023 - customer informed us that the patient has a history of being non-compliant. They have called her and sent her a letter. She has not responded. Since the customer is unsuccessful to reach the patient after multiple attempts, this complaint was closed and will be re-opened if any further information is received.